Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, it was reported that the patient experienced malaise. The cgm was reading 106 mg/dl and the blood glucose reading was 56 mg/dl. The patient attempted self-treated with soda; however, she passed out. Her mother found her and she woke in an ambulance. She was treated with IV glucose and recovered after treatment. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.